Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system boot fail. Upon troubleshooting, fse followed the diagnosis step and found the system not working properly. To resolve the issue, fse rebooted the gpdu and reseated the host pc. After that, the system was returned to good working condition. The codes were updated based on the investigation outcome.